Manufacturer narrative:
The company service representative examined the system and found the aberrometer optic dislodged. The company service representative replaced the aberrometer. The company service representative aligned the system to the microscope and aligned the reticle to sled. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The aberrometer was received and a visual assessment of the returned sample revealed a loose optic within the aberrometer. The root cause of the reported event is likely attributed to customer use/handling. However, this was unable to be determined, as how or when the optics became loose remains inconclusive. The root cause of the reported event could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported during intraoperative abberometry assisted cataract surgery the system suggested a 13 diopter intraocular lens (iol) and the pre-operative planned iol was 19 diopters. Additional information from the site stated the surgeon went with the pre-operative iol.